Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 126 mg/dl to over 600 mg/dl. Manual insulin injections were used to address elevated bg. Reportedly, the infusion sets were changed to address the issue. The customer reverted to manual injections for insulin therapy.